Event description:
It was reported that when the asymptomatic patient presented in clinic for a two week post-op check high, out of range, hv lead impedance in shocking vectors involving the svc coil was observed. Hv lead impedance in shocking vectors excluding the svc coil were normal and in range. It was recommended that an x-ray be performed to check the device to lead connection. Programming changes were made to exclude the svc coil and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.